Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 210 units. Reportedly, the cartridge was filled with around 250 units of insulin. The customer¿s blood glucose level was 87 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer continued using the existing cartridge for insulin therapy.